Event description:
It was reported that a patient was having allergic reactions and they suspect the vns may be the cause since the patient has a nickel allergy. It was stated the patient initially broke out in an allergic reaction before the vns was turned on. The patient was prescribed benadryl and the reaction went away. No additional relevant information has been received to date.

Manufacturer narrative:
Lot #; corrected data: device lot number in advertently not submitted in initial MDR.

Event description:
Information was received from the physician that the patient's allergic reaction was not related to the vns or surgery. A written note stated "it was determined that the patient's symptoms had nothing to do with the vns device. The patient has cerebral palsy and is non-verbal. It was decided that the patient's "symptoms" were just how she was reacting to the vns transmissions. No other information should be needed. The device is working fine". No additional relevant information has been received to date.